Event description:
It was reported from (B)(6) that the handpiece device bottom trigger had broken off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the reported condition of the bottom trigger as broken off was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had a sticky trigger, fractured trigger and failed pre-test for sticky triggers due to component wear. UDI: (B)(4).